Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Hypotension, cardiac arrest and death are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use. However, the reported hypotension did not occur during the reported failure to advance but during the attempt to treat the perforation with a smaller balloon. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects of hypotension and cardiac arrest that ultimately lead to the patients death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. A review of the finished product device history record revealed no nonconforming material records associated with this lot. The reported failure to advance appears to be related to the heavily calcified and tortuous anatomy and to operation context and not a lot-specific product quality deficiency; however, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement.

Event description:
Reportedly a non-abbott stent was being advanced to treat a lesion in the left anterior decsending artery which was heavily calcified and tortuous when a perforation occurred. The graftmaster was advanced for treatment of the perforation; however, it failed to cross. Then a smaller balloon was advanced to try and treat the perforation but the patient became hypotensive, coded and died. No additional information was provided.